Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. According to the report, the patient was hospitalized for 3 days for conditions including "sugar issues." It was not specified nor clarified whether the patient experienced hypoglycemia or hyperglycemia. On (B)(6) 2024, the patient reported the dexcom cgm was 20-40 mg/dl higher than the bg. Neither value was documented. The patient noted that this inaccuracy caused/contributed to the 'sugar problem" and the need for hospitalization. It was not documented whether the patient experienced symptoms. There was no information about treatment or medication received for "sugar issues." The patient could not recall additional details. On (B)(6) 2024 per follow up attempts by technical support, the patient declined to provide details as the patient could not remember and refused to cooperate. It has been reported that there was a difference in readings of 20-40 points off. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.